Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced sterile peritonitis. Information regarding treatment was not reported. The outcome was not reported. It was not reported if dianeal pd1 and extraneal viaflex were ongoing. The reporting physician believed the event of sterile peritonitis was related to dianeal pd1 and extraneal viaflex therapies.